Event description:
The reporter stated upon opening the lens tray, the technician noticed an aq5010v silicone three piece lens was damaged. The lens was not loaded or used and there was no patient contact. The reporter stated the lens was received damaged.

Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, packaging and shipping processes of this lens that was the root cause of the complaint. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.